Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two portions for analysis. Final analysis did not find any indication of conductor fractures, however an internal short was noted between conductor paths consistent with procedural damage. No anomalies were detected.

Event description:
Related manufacturer reference number: 2017865-2024-02147. It was reported that the patient's right ventricular lead and atrial lead were exhibiting noise over-sensing resulting in episodes of high ventricular rate and inappropriate mode switch. The leads were explanted and replaced. The patient was stable.